Event description:
It was reported that pump experienced sticking and often unresponsive wake button that left screen black. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and technical support documented case, reviewed notes, adjusted product category, and created related case to capture concerns about unresponsive touchscreen and wake button, with no additional follow-up completed because customer did not want further contact.